Manufacturer narrative:
(B)(4). Per results of investigation, carefusion service technician was able to duplicate "needs internal battery replacement". Bench testing reveals a solid red charge status led, due to a fully depleted battery. The ventilators internal battery voltage output reads 2.8v. The service technician installed a good known test internal battery, the charge status led turned green after few minutes of charging. Ventilator then passed battery operation test as well as power checkout with the good known test battery. The service technician replaced internal battery.

Event description:
The customer reported that model lap top ventilator 950 needs internal battery replacement. Upon further investigation, the customer reported no patient involvement or allegation of patient harm.